Event description:
A healthcare facility emergency dept physician contacted cardiologist and reported that this pt presented to their facility with complaints of chest pain and cardiogenic shock. Informed that a cardiac cath revealed a subacute thrombosis of drug eluting stents.